Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty due to a cartridge connector not being fully seated after filling a new cartridge, which was addressed by walking the user through proper cartridge filling and securing the connector while retaining the recently applied contact/detach 23"-6 mm infusion set. Symptoms included no adverse clinical effects, and the user reported a blood glucose of 167 mg/dl. Outcomes included successful visualization of insulin drops and resumption of insulin delivery without need for further care. Investigation included remote troubleshooting and user coaching to verify cartridge fill and connector attachment. Investigation of this case revealed an issue related to the cartridge connection that was resolved through correct assembly, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user technique likely contributed to the event.